Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a diode, designator cr30.  The diode was shorted between pins 4 and 9.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present. Additionally, during testing, the device gave an "abnormal energy delivery" message when attempting to shock.  This message indicates that adequate therapy may not have been delivered. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio confirmed the reported issue and observed that it was only delivering a monophasic shock.